Manufacturer narrative:
On february 11, 2021 an immucor field service engineer (fse) visited the site to repair the instrument. The fse replaced the echo fluidic module cover lid hinge and verified that it is operating as expected.

Event description:
On february 3, 2021 a laboratory technician at a customer site was injured by the falling fluidics cover of a galileo echo ((B)(4)) instrument.